Event description:
I had a lasik eye surgery with the device alcon allegretto ex500. After the surgery, I developed double vision, nighttime vision issues, severe dry eye syndrome, starbursts, rainbows around light sources, permanent eye pain and floaters in the left eye. One of the most bad complications I have is duplicated images from the light sources such as mobile phone, laptop, computer monitor - the text is doubled with a color burn (for instance dark yellow color above white text). This effect makes difficulties to read any text with a dark background. This effect is impossible to correct with eyeglasses and contact lenses, and it persists for the whole four months after surgery without any change. The root cause of this may be a steep cornea (47-48d) and large pupil size, which is bigger than a treatment zone. Other notable complication is floaters that obscures the field of view, most visible on the solid backgrounds (sky, walls). This symptom developed in few days after lasik surgery with the mentioned device and persists to this date. FDA safety report ID# (B)(4).